Manufacturer narrative:
Submit date: 7/25/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a urology catheter. The customer states: after insertion, the balloon burst when it was filled with 10ml's of water. It was indicated that pieces of the device were retrieved from the patient.

Manufacturer narrative:
Submit date: 09/28/2016. An investigation of the reported condition was completed. One opened unit was returned to the manufacturing facility. Visual examination finds that there is a tear in the unit. Visual examination also finds that the full balloon is still attached to the catheter. There was no defragmentation of the balloon. All silicone foley catheters manufactured are subject to 100% inflation testing, statistical sampling is also carried out by quality assurance. The bonded area of the balloon on the returned sample was measured to ensure that there wasn¿t excessive glue used at the bonding process restricting the space for the water. The bonding measurement is within specification on the returned sample. The root cause for the reported condition cannot be specifically identified however possible root causes are that there was a weakness in the balloon or external influences can impact on the performance of the catheter balloon including storage conditions, balloon inflation volumes which exceed the recommendations supplied with the balloon, and the use of petroleum based lubrication prior to insertion of the balloon. It is recommended that all catheter balloons are inflated with either sterile water or a mix of sterile water and glycerin. Cautions and instructions are present on the primary packaging of the device regarding these factors. A quality alert was initiated to communicate the complaint to the manufacturing team and to ensure that when bonding the cuff and inspecting the finished unit that the processes are complete as per standard work instruction. The device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of the lot. Based on the above no further action is required at this time. The associated data will be fed into the risk management quarterly report.